Event description:
It was reported that the patient presented to the emergency room (ER) due to receiving multiple shocks from their device. It was noted that the right ventricular (rv) lead was dislodged, which led to the inappropriate shocks and failure to capture. The dislodgement was discovered via a chest x-ray. There were no reported symptoms experienced by the patient. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2024. The patient was stable throughout the procedure.